Event description:
Boston scientific received information that via patient remote monitoring system, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance (sli) measurement. Likewise, there was an increased rv pacing thresholds from 0.8 volts at 0.5 ms to 1.1 volts at 1.0 ms. History revealed that the patient received shocks for atrial fibrillation with rapid ventricular response. Additional information received indicates that the impedance has been higher than normal since device replacement. The patient will continue to be remotely monitored for the time being. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information was received that high shocking lead impedance measurement greater than 125 ohms on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system was continued to be observed. Additional information was unable to be obtained. At this time there is no evidence that intervention has been performed to resolve this issue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.